Event description:
Procedure performed: open hysterectomy. Description of event: [facility]. This is a complaint from the market. Report from the sales rep. While using alexis at laparotomy, it was pulled with restraint to expand the surgical field, it was torn. The visible debris was recovered and washed with a large amount of saline solution, but the possibility of intracorporeal dependence cannot be ruled out. As of now, there is no clinical impact (patient impact). As described above, visible debris was collected and washed with a large volume of saline solution. A new alexis was then opened and used. The event unit was returned to us. The unit will be returned to amr for further evaluation. Type of intervention: the device was replaced to a new alexis. Patient status: nothing is happned for patiet so far.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a plastic fragment. Visual inspection confirmed the complainant's experience of sheath tear and fragmentation. It was observed that the tear was uneven and edges near the tear were rough. The remaining fragments were not returned. Based on the condition of the returned unit, it is likely that an object or instrument came in contact with the sheath, resulting in a hole or tear. As the sheath experiences stresses during use, it is likely that the hole or tear propagated through the sheath when the device was being retracted.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: open hysterectomy. Description of event: [facility]. This is a complaint from the market. Report from the sales rep while using alexis at laparotomy, it was pulled with restraint to expand the surgical field, it was torn. The visible debris was recovered and washed with a large amount of saline solution, but the possibility of intracorporeal dependence cannot be ruled out. As of now, there is no clinical impact (patient impact). As described above, visible debris was collected and washed with a large volume of saline solution. A new alexis was then opened and used. The event unit was returned to us. The unit will be returned to amr for further evaluation. Type of intervention: the device was replaced to a new alexis. Patient status: nothing is happned for patiet so far.